Event description:
It was reported that the patient with this right ventricular (rv) lead experienced perforation. Also, the echocardiogram showed pericardial effusion. A new lead with a different model was implanted. No additional adverse patient effects were reported.